Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (201512280) did not show any anomaly on the 42 delta tt cups released on the market with this lot #; 14 out of 42 delta tt cups manufactured with this lot # were surely implanted and no other signaling was received on this lot #. We received the cap that loosened. We will perform a deeper analysis and submit a final report. Cap received, acetabular cup implanted.

Event description:
When impacting the delta tt acetabular cup into the acetabulum, one of the 3 hole closing caps got loose and came out of its housing, falling into the operating field. The surgeon used a plier to get the cap out of the operating field; the cup was implanted without the cap. Surgery time extended of 3 minutes, no consequences for the patient. Event occurred in (B)(6).

Manufacturer narrative:
The check of DHR of the lot # involved (201512280) did not show any anomaly on the 42 delta tt cups released on the market with this lot #; 15 out of 42 delta tt cups manufactured with this lot # were surely used and no other complaint was received on this lot #. We received the cap that got loose during surgery. The cup was implanted so we could not analyze it. The returned cap underwent a dimensional and functional test which confirmed its full functionality; in detail, we simulated the impaction of a delta tt cup after tightening the cap returned on the cup with the required toque (1.2nm); after the test, the cap was still firmly fixed into the cup. According to this functional test, the torque of 1.2nm is safe, and the cap involved in this intra-op issue was probably loose from the cup (or not completely tightened) before the cup impaction; the possible causes are a non-conform cup female thread or an improper tightening of the cap by the operator during the manufacturing phases of the cup. Internal mechanical tests confirmed that the current torque used to tighten the caps into the cup (1.2nm) is safe. This is also confirmed by our pms data; a total of about (B)(4) delta tt cups were used ww since 2007, and we received a total of (B)(4) similar complaints about loose caps on delta tt cups. (B)(4). Despite this, as an improvement, limacorporate decided to increase this torque (up to 2.2nm) to further reduce the risk that a cap gets loose from the cup intra-operatively. Moreover: additional functional checks between caps and cup have been introduced during the manufacturing phases to fully ensure the functionality of the devices and reduce the risk of intra-op loosening of the caps; the operators responsible for the manufacturing phase of tightening of the caps into the cup have been sensitized to underline the importance of performing this action properly. Limacorporate will continue monitoring the market to verify the effectiveness of the corrective actions performed.

Event description:
When impacting the delta tt acetabular cup into the acetabulum, one of the 3 hole closing caps got loose and came out of its housing, falling into the operating field. The surgeon used a plier to get the cap out of the operating field; the cup was implanted without the cap. Surgery time extended of 3 minutes, no consequences for the patient. Event occurred in austria.